Event description:
In 10/2004, it was reported that after a knee arthroscopy, the pt developed some swelling of the leg. On the 5th day, received additional info that the swelling extended from the knee to the scrotum which extended the hosp stay by several days. There is no info of any surgical/medical intervention performed.